Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider 2 battery tenet wont hold the charge for long. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were noted. A functional evaluation was performed the device was placed on a test charger. The battery reached a full charge. The battery was placed on a test spider 2. The spider 2 was cycled 50 times and the battery did not present a significant drop in power. The complaint was not confirmed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.